Event description:
It was reported that the pt suffered a stroke during a stenting procedure. No further info including the pt's outcome, intervention needed or any malfunction of the device and its possible relation (if any) to the stroke were disclosed.

Manufacturer narrative:
Outcome attributed to adverse event: stroke.